Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported they received three false positive results when running the alinity m sars-cov-2 assay. The customer states the three samples were originally tested on the alinity m sars cov-2 assay and generated a positive result. Retesting of the samples on genexpert and neumodx generated negative results. It was confirmed by the customer that none of the false positive results were reported outside the laboratory. Therefore, there was no patient management impact reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the runs / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) were verified and the run was valid. Review of the amplification curves for the run does not show unusual / wavy curves. The review of the results log file demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 516084 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 516084 are performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for the above lot. The products passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results (false positive) for three patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084. The complaint history review did not identify any additional complaint tickets related to the reported complaint ticket for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-090) lot 516084 was not identified.